Manufacturer narrative:
The customer¿s experience of an underinfusion was not confirmed. The pcu event log showed the secondary custom concentration infusion of cytarabine high dose was initially programmed at 1:25 am on (B)(6) 2016 and was running when the device was channeled off at 7:59 am. This infusion running at 339.667ml/hr with a vtbi of 1019ml, completed at 4:26 am. The device then transitioned to the primary infusion. At 5:43 am, the user programmed another secondary custom concentration infusion of cytarabine high dose to infuse at 339ml/hr with a vtbi of 1013ml. At 7:59 am, the device was channeled off and the system was shutdown and powered off. The volume recorded as being infused during this period was 226.83ml for the primary infusion and 1781.42ml for the secondary infusion. The log review cannot determine why the second secondary infusion was started. The second secondary infusion was programmed and started 1 hour and 17 minutes after the first secondary infusion completed. The starting volume of the fluid container cannot be determined through device logs. There was no mention that fluid remained in the fluid container after completion of the secondary infusion. The root cause of an underinfusion was not identified.

Event description:
The customer reported that cytarabine chemotherapy was ordered to infuse over 3 hours, started at 1:24 am and completed at 8:08 am, infused over 6+ hours. The rn confirmed pump programmed correctly in the am and settings verified per policy. The pcu and pump delivery rates were checked by clinical engineering and found to meet specifications. There was no patient harm.